Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during advancement of an embolization coil through a microcatheter, the coil stretched and prematurely detached. An intravascular snare was used to remove the coil successfully. No harm was reported.